Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she needed assistance with the insulin pump. Lately, she has been having problem with the insulin pump and wasn't sure if it's health related. Customer stated her blood glucose was 348 mg/dl before bed. She had eaten two hours prior to going to bed. Customer treated with a bolus. An hour and half later her blood glucose had gone up over 400 mg/dl, treated with a manual injection and changed her site. At two in the morning she treated again when she woke up her blood glucose was 259 mg/dl. She treated with more insulin and half an hour later it was up again. The customer current blood glucose was 259 mg/dl. An attempt was made to perform troubleshooting on the insulin, but due to her not having all her materials she stated she will call back. The customer did mention that when she was trying to fill the cannula she didn't see any drops come out. Customer was advised how to properly fill the cannula. The customer is not returning the device for analysis.